Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited low sensing. The lead was not used, and a new one was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of r-wave amplitude variation was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.